Event description:
After further review, tw complaint (B)(4) and tw complaint (B)(4) are duplicates, making them non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review, tw complaint (B)(4) and tw complaint (B)(4) are duplicates, making them non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Correction to the rationale: after further review it was determined that the event was already reported in mfg report number: 2249723-2025-0005153. Please refer to mfg report number: 2249723-2025-0005153 for all event related information. Please cancel mfg report number: 2249723-2025-0005127 in your database.

Event description:
N/a.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) had an out of box failure. Issue was found during install check out. Pump did not turn off , it had not been turned over the the customer yet , this was a new unit that had just came out of the shipping while performing a functionality test and a message popped up on the screen to unblock the iab port, but it was not blocked. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.